Event description:
It was reported the pt's left hip was revised due to pain.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report. Cat # nls-340000b, lot # 37413202, description: lrg tap pri mod nck 0deg 34mm. Cat # 6570-0-128, lot # 37785005, description: delta v-40 ceramic head 28/0. Cat # 1235-2-542, lot # g3039401, description: restoration amd. Cup w/ha. Cat # 1236-2-854, lot # 35041001, description: restoration adm x3 ins 28/54. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.